Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the user noticed a neutraclear connector valve stick down when attached to a nicu patient.

Manufacturer narrative:
The customer¿s report that the neutraclear connector valve was stuck down was confirmed by visual inspection. The male luer tip was broken off and still lodged within the female luer end of the connector. This mating component was not returned for investigation. The neutraclear was visually inspected for obvious damage such as incomplete bonding engagements, cracks/fractures, and any other anomalies. A residual light brown liquid was observed within the connector. The piston was recessed, confirming the customer¿s report. Tool marks were present on the mid-body and at both the female and male luer ends no other evidence of damage or anomalies was observed. The root cause was not identified.

Event description:
It was reported that the user noticed a neutraclear connector valve stick down when mated to a primary line. The customer stated there was no harm to the nicu patient, however; there was a potential risk for infection.